Event description:
The customer observed falsely elevated sodium and potassium results and falsely depressed chloride results generated on the alinity c processing module. The following data was provided: (sodium normal range 136 to 145 mmol/l, potassium normal range 3.6 to 5.0 mmol/l, chloride normal range 98 to 107 mmol/l): sid (B)(6) initial sodium ((B)(6)) 156 mmol/l, repeated 166 mmol/l, repeated on another instrument ((B)(6)) 136 mmol/l, sid (B)(6) initial sodium ((B)(6)) 164 mmol/l, repeated 187 mmol/l, repeated on another instrument ((B)(6)) 140 mmol/l, sid (B)(6) initial sodium ((B)(6)) 176 mmol/l, repeated >200 mmol/l, repeated on another instrument ((B)(6)) 138 mmol/l, sid (B)(6) initial sodium ((B)(6)) >200 mmol/l, repeated 148 mmol/l, repeated on another instrument ((B)(6)) 138 mmol/l, initial potassium ((B)(6) ) 7.0 mmol/l, repeated 4.6 mmol/l, repeated on another instrument ((B)(6)) 4.3 mmol/l, initial chloride ((B)(6)) 60 mmol/l, repeated on another instrument ((B)(6)) 106 mmol/l, sid (B)(6) initial sodium ((B)(6)) >200 mmol/l, repeated 172 mmol/l, repeated on another instrument ((B)(6)) 142 mmol/l, initial potassium ((B)(6)) 6.8 mmol/l, repeated 4.5 mmol/l, repeated on another instrument ((B)(6)) 4.2 mmol/l, sid (B)(6) initial sodium ((B)(6)) >200 mmol/l, repeated 139 mmol/l, repeated on another instrument ((B)(6)) 142 mmol/l, initial potassium ((B)(6)) 6.7 mmol/l, repeated 3.7 mmol/l, repeated on another instrument ((B)(6)) 4.2 mmol/l, initial chloride ((B)(6)) 62 mmol/l, repeated on another instrument ((B)(6)) 108 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and determined the 1ml syringe, and cable, ict to ict pre amp the cause of the issue. The parts were replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the 1ml syringe, and cable, ict to ict pre amp did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the 1ml syringe, and cable, ict to ict pre amp were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium and potassium results and falsely depressed chloride results generated on the alinity c processing module. The following data was provided: (sodium normal range 136 to 145 mmol/l, potassium normal range 3.6 to 5.0 mmol/l, chloride normal range 98 to 107 mmol/l): sid (B)(6) initial sodium (B)(6) 156 mmol/l, repeated 166 mmol/l, repeated on another instrument (B)(6) 136 mmol/l, sid (B)(6) initial sodium (B)(6) 164 mmol/l, repeated 187 mmol/l, repeated on another instrument (B)(6) 140 mmol/l, sid (B)(6) initial sodium ((B)(6) 176 mmol/l, repeated >200 mmol/l, repeated on another instrument ((B)(6) 138 mmol/l, sid (B)(6) initial sodium (B)(6) >200 mmol/l, repeated 148 mmol/l, repeated on another instrument (B)(6) 138 mmol/l, initial potassium (B)(6) 7.0 mmol/l, repeated 4.6 mmol/l, repeated on another instrument (B)(6) 4.3 mmol/l, initial chloride (B)(6) 60 mmol/l, repeated on another instrument (B)(6) 106 mmol/l, sid (B)(6) initial sodium (B)(6) >200 mmol/l, repeated 172 mmol/l, repeated on another instrument (B)(6) 142 mmol/l, initial potassium (B)(6) 6.8 mmol/l, repeated 4.5 mmol/l, repeated on another instrument (B)(6) 4.2 mmol/l, sid (B)(6) initial sodium (B)(6) >200 mmol/l, repeated 139 mmol/l, repeated on another instrument (B)(6) 142 mmol/l, initial potassium (B)(6) 6.7 mmol/l, repeated 3.7 mmol/l, repeated on another instrument ((B)(6) 4.2 mmol/l, initial chloride (B)(6) 62 mmol/l, repeated on another instrument ((B)(6) 108 mmol/l. No impact to patient management was reported.